Manufacturer narrative:
The suspect device was returned to olympus for evaluation and confirmed the reported event due to a faulty circuit board. Also, the connector cable was damaged. The device passed all functional testing. However, upon the customer¿s request the device was returned to the customer unrepaired. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when connecting the 190 series scope in to the evis exera iii video system center it does not register as connected. However, it does detect the 180 series scope when connected to a pigtail cable. There were no reports of patient harm, death, or injuries related to this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty circuit board/cr board could not be identified. Olympus will continue to monitor field performance for this device.